Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on via battery power but would power itself on and off. The battery was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported the device is turning on and off on its own. No patient impact or consequences reported.